Event description:
It was reported by service report that while staff was transferring a pt from a wheelchair to the bed, when the pt stood up and leaned against the bed, it rolled away, although the brakes were locked. There was pt involvement, but no adverse consequences were reported.

Manufacturer narrative:
Result: worn gill brake plate kit.